Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, d4: model number, catalog number, serial number, UDI, g5, and h4 are unknown.

Event description:
It was reported that the battery stopped charging and a warning message appeared on the pump. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause, as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(4).